Manufacturer narrative:
Pump was not returned.

Event description:
Customer states: pump is set for 60 ml/hour and has been dumping the entire feeding in two hours. Pt has been vomiting all week and realized that this has been the cause.